Event description:
Cormet bilateral revision, however, only left side revised; right side scheduled to be revised although the operation date has not been given.

Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history records to be reviewed.